Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. An opticross imaging catheter was selected for use for ultrasound examination of the target lesion. During the procedure, it was noted that the device could not be pulled back to the end and error was encountered. Upon removal, the device got separated inside the guiding catheter. The procedure was completed with another of same device. No patient injury was reported.